Event description:
The customer observed falsely depressed sodium results on the alinity c processing module. No incorrect results were reported out of the lab. The customer is running samples in duplicate and the results are imprecise. The following data was provided: sid (B)(6) processed on (B)(6) 2024 results = 117, 141, 131, 141, 142, 142 mmol/l sid (B)(6) data provided (B)(6) 2024 results = 135 and 118 repeat on another analyzer = 136 reference range for sodium = 136-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed falsely depressed sodium results on the alinity c processing module. No incorrect results were reported out of the lab. The customer is running samples in duplicate and the results are imprecise. The following data was provided: sid (B)(6) processed on (B)(6) 2024 results = 117, 141, 131, 141, 142, 142 mmol/l sid (B)(6) data provided (B)(6) 2024 results = 135 and 118 repeat on another analyzer = 136. Reference range for sodium = 136-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for imprecise results when using alinity c ict sample diluent ln 7p53-20 on alinity c serial number (B)(6) included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the product. Return testing was not completed as returns were not available. The sample was retested using the same lot of reagent and gave acceptable results. In addition, the quality controls were within range at the time of the incident. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and the complaint investigation completed, no systemic issue or deficiency with the alinity c ict sample diluent ln 7p53-20, on the alinity c analyzer, serial number (B)(6), was identified.